Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and high blood glucose. Customer's blood glucose reading was between 45 mg/dl to 400 mg/dl. Customer was also reporting that insulin pump was rejecting new batteries, battery life was diminished, buttons were hard to press and received unexplained no delivery alarms. The insulin pump will not be returned for analysis.